Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 2 resolute onyx drug eluting stents were implanted in the lad. A dissection occurred during the index procedure which was not caused by a medtronic device. The second resolute onyx was used to treat the dissection. Two days post procedure, patient suffered persistent chest pain post pci. Target vessel revascularization was carried out using pta balloon was used to dilate the implanted stents. Event also treated with hospitalization and change in medication. Patient recovered. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is possibly related to device and anti platelet medication. Cec adjudicated the patient suffered mi of the lad on the same day as the index procedure.